Event description:
It was reported that externalized conductors were observed. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned measuring 51.2cm from the distal portion. Externalized conductors due to internal insulation damage were identified at 7.8 to 10.5cm from the distal tip. Internal insulation damage was also found at 12.9 to 13.8cm from the tip. External insulation damage was identified at 16.7 to 16.9cm from the tip consistent with lead friction to another device. The etfe coating of the conductors was intact at all areas of abrasion.